Event description:
During 2 laparoscopic cholecystectomies, the tip of the lap grasper handle were noted to become loose if a strong counter clockwise movement of the graspers occurred. This was reported to the MFR whose rep checked the equipment & could not replicate the problem or identify user error as contributing. On 8/15 sp reported the grasper handle tip was missing from the instrument kit tray rec'd for processing following a case. Our process for discrepancy was followed, x-ray of pt was negative for fb. The tip was not located. The handle has been removed from the kit. Instrumentation processing is done according to MFR's instructions and standards.